Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Complaint indicates that there may have been medical intervention, however there is no further information at this time. Per dealer seat is broken. MDR filed.